Manufacturer narrative:
E.1. Completed address: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported issue occurred due to a faulty plug unit and cable failure as the image returned to normal with replacement. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited an image that had stripes. There were no reports of patient involvement.